Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a bag having a loose connection is a known cause of air being introduced into the set up. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice during dwell three of seven of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that one of the bags had a loose connection. The technical service representative assisted the patient in clearing the alarm and the patient discontinued therapy. There was no patient injury or medical intervention reported. No additional information is available.